Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 13-mar-2020.

Event description:
Customer reported the unit showed a blower stalled message. There was no patient involvement.

Manufacturer narrative:
G4: 25mar2020. B4: 30mar2020. The philips service engineer (fse) identified and confirmed during preventive maintenance that blower stalled message. The fse could not duplicate the problem. As precautionary purpose the fse replaced the blower and scrapped the defective part. The reported failure went away and the unit has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.